Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, cubies 6 pockets were failed. Customer reported that the affected storage spaces could not be released, unloaded, or recovered. The storage spaces appeared as blank in storage configuration; however, they were displayed as failed on the home screen. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)2 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the cubies 6 pockets were failed. A field service engineer ejected the cubies and manually removed row a. Powered down the unit, cleaned debris from the affected area, and reseated all cables and connections. The unit was then reassembled and rebooted. The system functioned as intended after the field service engineer repaired the device.